Event description:
It was initially reported that the patient had an increase in seizures. Follow-up with the office indicated that there were not medication or setting changes that she may have contributed to increase in seizures and nothing was done as a result of the seizures. It was unknown if the increase in seizures were related to vns or the relationship to baseline. No additional information was provided.